Event description:
The hcp reported that the patient missed a pump refill and was admitted to the hospital with possible withdrawal symptoms. Specific withdrawal symptoms were not reported. A follow-up report will be sent if additional information becomes available to company.